Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available cloud - omnipod 5 software app version. Data not available cloud - smartphone operating system. Data not available cloud - smartphone hardware. Data not available cloud - cgm sensor type. Data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported on behalf of the patient the pod turned off while the patient was in school. The patient required medical assistance and was driven to the clinic because of ketoacidosis. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
D1 and d4 updated product to pod.